Event description:
The canadian facility reported to a baxter representative an infusion upmp with failure code 16:310:867:0002. The event was reported to have occurred prior to use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
Evaluation summary: this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 26, 2007. The device has been requested by baxter quality management for evaluation. The facility stated the device will be sent for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available. The event history has been received and reviewed and 16:310 events were noted. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified above has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field information and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under mdq-CAPA-0213.complaint no: cmplnt-000026204please note, in reference to the colleague t.c. Issue described in this report, and based on the review of relevant complaint history of this and simialr events, baxter decided on 6/20/07 to take remedial action to prevent risk of harm to the public health. As such the aware date of 6/20/07 wil be used in this 5-day MDR for all events with prior alert dates.